Event description:
It was reported that pump experienced malfunction alarm with malf 0 code displayed on pump screen. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection and did not require third party assistance. Technical support assisted with the reset of pump, after which issue did not recur and customer was advised to continue using pump.